Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. There was no reported adverse impact to the customer¿s blood glucose level. Due to the anonymous nature, tandem technical support was unable to follow up with customer to confirm nature of issue reported or to provide troubleshooting and training. No further information available.